Manufacturer narrative:
The fse found that the syringe pump required replacement. The fse replaced the syringe pump to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that ca control failed false negative for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.